Event description:
It was reported that the physician implanted a helex septal occluder to close a pfo (patent foramen ovale) in 2008. The patient awoke from the general anesthesia, with a right hemispheric stroke (cva). The device remains implanted and in good position.

Manufacturer narrative:
The device remains implanted in the patient. A review of the manufacturing paperwork. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.